Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek and thermoform.

Event description:
Healthcare professional reported "packaging issue that resulted in a wasted implant as the scrub tech opened the sterile packaging and touched the implant". Device not implanted.